Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A revision surgery was performed in which a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the explanted device was believed to be over ten years old. Once the device was removed, the physician indicated the pump was the reason the explanted aus was not functioning. No more information available at the moment. Should pertinent additional information become available, it will be provided.